Event description:
On (B)(6) 2012, pt reported there was insulin in the cartridge compartment of the infusion device, and he believes the cartridge leaked insulin into the chamber instead of being delivered to his body. Pt's blood glucose was 171 mg/dl on the night of (B)(6) 2012, and he took a 4 unit bolus. His blood glucose was 257 mg/dl on the morning of the report, and he delivered a 9.8 unit bolus. He reported the cartridge volume before giving the bolus was 180 units and was 179 units after the 9.8 unit bolus. His blood glucose was 200 mg/dl at 10:00 a.m., and he delivered another bolus. His target blood glucose is 110-120 mg/dl. The bolus history was reviewed. A 10.0 units were delivered at 10:31 p.m. On (B)(6) 2012, 9.8 units at 7:45 a.m. On (B)(6) 2012, and 20.1 units at 10:15 a.m. On (B)(6) 2012. Pt reported he would change the cartridge and continue using the infusion device. Follow-up was completed with pt on (B)(6) 2012. He reported no further concerns and said the infusion device was functioning correctly. He clarified that he visually inspected the cartridge determine the volume and expected insulin to move farther down the cartridge after delivery. The cartridge and infusion set were discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.